Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were feeling unexpected stimulation changes and that the stimulation intensity seemed to be changing at unexpected times. The patient stated that they met with a manufacturer representative who activated adaptive stimulation (as) on (B)(6) 2018. The patient noticed the stimulation issues the next day, on (B)(6) 2018. The patient mentioned that the manufacturer representative programmed them with high density (hd) settings because they have reflex sympathetic dystrophy (rsd) syndrome and didn't like stimulation sensation. The patient stated that they would sometimes feel the stimulation, so they wanted to see if the manufacturer representative could ¿smooth out¿ the stimulation even more. The implant was synced during the call and it was verified that as was enabled. The patient was redirected to their healthcare provider (hcp) and had an appointment scheduled on (B)(6) 2018. No further complications were reported or anticipated. Indication for use is non-malignant pain.